Event description:
It was reported to boston scientific corporation that following implantation of a solyx single incision sling system, the patient presented with mesh exposure (specifics unknown). The physician "clipped" the exposed mesh on an unknown date, and the patient is reportedly fine now.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date. (B)(6).